Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 07-jun-2023 and obtained the following additional information regarding the reported event: the maryland bipolar forceps (mbf) instrument had thermal damage. The surgeon did not know the cause of the thermal damage. The customer did not have further information when the thermal damage occurred.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument released energy, and arcing was observed. The instrument passed the electrical continuity test. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on the maryland bipolar forceps (mbf) instrument, an investigation is in progress to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start and prior to surgical ports placement of a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had thermal damage. The procedure was completing as planned with no reported injury.